Event description:
It was reported that the patient presented remotely to the clinic via data transmission for their implantable cardioverter defibrillator (ICD) system. Upon review, multiple episodes of right ventricular ovsersensing were observed on their right ventricular lead. It was suspected that the lead was damaged. The lead was reported to be implanted on (B)(6) 2010. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".